Manufacturer narrative:
The device was not returned to olympus for inspection and was resolved with olympus technical support team. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac that color bars appeared when the 190-series scope was connected. After troubleshooting with tac, it was confirmed that the oep-5's input select value was set to sdi, which was then changed to component. Additionally, the customer was asked to reset both the maj-1933 and maj-1941 cables and to remove the maj-1430 cable when using the 190-series scope. The customer retested the 190-series scope and confirmed that the system now detects the 190-series scope. Based on the results of the investigation, it is likely that the event occurred due to the configuration failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had color bars when the scope was connected. The issue occurred during inspection for use. There were no reports of patient harm.